Event description:
It was reported that a user experienced elevated blood glucose after a recent supply change while using the ilet system in conjunction with an inset infusion set. Upon review, it was noted that the user repeatedly uses meal announcements as correction doses despite no recent food intake. Symptoms included hyperglycemia with peak of 346 mg/dl and a reported blood glucose of 184 mg/dl during the call. Outcomes included the need for troubleshooting and user education, without alerts, alarms, or hospitalization. Investigation included review of device data by support personnel and counseling on appropriate use of meal announcements. Investigation of this case revealed maladaptation of the dosing algorithm associated with using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that user technique and use error contributed to the event, and consultation with the clinical team for potential algorithm reset was appropriate.